Manufacturer narrative:
E1: patient city:(B)(6). Patient country:canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced high blood glucose event on (B)(6) 2025. The blood glucose level of the patient was 40.4 mmol/l and patient had diabetic ketoacidosis. Also, the patient had dizziness, was lightheaded, had increased heart rate. Therefore, the patient was hospitalized for two days and treated with potassium. No further information available.